Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during testing the air detector of the device was unresponsive. There was no patient involvement and no harm reported.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for investigation. The complaint was not confirmed/duplicated. Tested unit with customer setting, no error codes or high alarms appeared during testing. Performed performance verification test (pvt), the unit passed all testing criteria. Software was updated. Unit reset to standard configuration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.